Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of not being able to aspirate from the cap (catheter access port) of the new pump was not determined, but the patient was still getting good therapy results, so the physician did not believe anything was wrong with the catheter itself. Because they were unable to aspirate, a bridge bolus was set up/programmed to clear the drug in the catheter and there would only be saline in the pump and catheter until the refill appointment. It was noted that the issue was currently resolved at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:¿ product ID 8780 lot# serial# (B)(4). Implanted: (B)(6) 2013, explanted: product type catheter product ID 8784 lot# serial# (B)(4), implanted: (B)(6) 2019, explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4). , ubd: 12-sep-2014, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(4), ubd: 24-jan-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving saline/water via an implanted pump. It was reported that when they tried to aspirate from the cap (catheter access port) on the new pump they were unsuccessful. The reporter was asking for considerations on how to program a bridge bolus with drug (morphine) only in the catheter and saline/water in the pump.